Manufacturer narrative:
Additional information: a 50ml of contrast was used per 50ml of saline (1:1). Correction: the 3.0x15mm resolute integrity stent was dilated up to 10 atm successfully. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with acute stemi which required primary pci. An attempt was made to use one nc euphoria dilatation catheter balloon to treat the none tortuous, mildly calcified lesion in the proximal right coronary artery (rca). There was 100% chronic total occlusion (cto) at the lesion site. The device was inspected, with no issues noted. Negative prep was performed with no issues noted. Using a euphoria device the lesion was successfully pre-dilated up to 10 atm. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The nc euphora device was being used for post dilation following a stent deployment. It was reported that when inflating the balloon, it was not possible to inflate the entire balloon while applying 12 atm pressure. An attempt was then made to deflate the balloon however the balloon would d not deflate at the lesion site. An attempt was made to remove the balloon however during the attempted removal the guide catheter was also removed. The patient was reported to be alive with no injury.

Manufacturer narrative:
Image analysis: five still images were received for analysis. Image one shows an nc euphora coiled with the distal section and balloon in the user¿s palm. A sterile sleeve and shelf carton are visible in the background. A kink is evident to the hypo-tube. Image two shows the device luer and balloon in the palm of the user¿s hand. The luer confirms the size of the nc euphora (3.5mm x 15mm). The balloon appears to be inflated. Image three shows the balloon being held by the user. The balloon is inflated. Images four and five show procedural and patient information. Deflation difficulties are confirmed from the images provided. Product analysis: the device was returned for analysis. A kink was evident on the hypo-tube. The proximal balloon bond/inflation lumen was necked. The balloon was partially inflated on device return. It was not possible to preform deflation testing due to the condition of the proximal bond/inflation lumen. No other deformation evident to the remainder of the device. Additional information: force was not used when removing the protective sheath/packaging stylet. The nc euphora device was being used to post dilate a 3.0x15mm resolute integrity stent. The same inflation device was used successfully with other devices. The nc euphora device was moved or repositioned while inflated. There is no complaint against the resolute integrity device. The guide catheter used was a non-medtronic device. Correction: it was a type a lesion with timi flow 0. An intra-aortic balloon pump (iabp) was inserted before the pci procedure. A 3.5x15mm non-medtronic balloon was then used to successfully post-dilate up to 20 atm. Final residual stenosis of 0% with timi flow 3 was achieved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.